Manufacturer narrative:
Corrected information provided in d4. Additional information provided in h.3. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that after surgery intraocular lens (iol) capture luxation occurred. During the surgery, iol capture occurred when gas replacement was performed and although it repositioned many times, the capture did not resolve (ccc had been completed). In the end, the gas was released slightly to lower the iop (intraocular pressure), the iol was repositioned, and the surgery was completed. Today, our sales rep was only told that a second surgery will be performed but haven't heard any details. Until now, iols from another company (optical diameter: 7 mm) had been used, but this time, the company lens (optical diameter: 6 mm) was used for the first time. They have questioned about whether iols are suitable for gas replacement, whether they are weak to pressure from the rear and can use them during gas replacement in vitreous surgery. Additional information received it states that iol capture was observed and tilt occurred so that re-operation will be performed. Iol won't be replaced. If the gas will be released in the re-operation, only iol reposition will be performed. Additional information received it states that patient was re-operated to reposition the iol, and removed the gas from the vitreous cavity and completed without problem. Patient was recovered.

Manufacturer narrative:
The product was not returned for analysis; the lens remains implanted. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).